Event description:
Information was received indicating that a smiths medical cadd administration set tubing was involved in an under delivery of parenteral therapy. It was reported that when the pump tubing was being changed, it was noticed that there was 150ml left in the bag, but the machine said there was 100ml left in the bag. There was no patient harm.